Event description:
It was reported the patient's ipg became inoperable due to not charging it for significant amount of time. The sjm representative confirmed the communication issue between ipg and external devices. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Field advisories: 1627487-07262012-002-r. This ipg serial number was included in field advisories. UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.